Event description:
It was reported that the customer experienced an elevated blood glucose level of 540 mg/dl. The customer alleged that the pump delivered less insulin than requested for a bolus. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The customer addressed their bg with a manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.